Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was alarming no delivery even after changing the infusion set and reservoir three times. The customer's blood glucose was unknown. The customer stated that the alarm occurred when attempting to deliver a bolus. Troubleshooting could not be performed at the time of the call because the alarm had already been resolved by a complete set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Advised that replacement infusion sets and reservoirs would be sent. Nothing further reported.